Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched lcd window sticker and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was very scratched and they could not read it. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump was functioning as designed. The customer also reported that they had a low blood glucose level of 50 mg/dl and 43 mg/dl. They treated their low blood glucose with candy and had suspended the insulin pump. They declined troubleshooting for the low blood glucose. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.